Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a fungal infection. It was reported that the patient was hospitalized for the event. The patient was treated with unspecified drugs (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was continued at the early stage of the treatment and was withdrawn at the late stage of the treatment. No additional information could be provided as the reporter declined follow-up.